Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081098) on 19-nov-2018. The most recent information was received on 22-nov-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation / right fallopian tubes / complication associated with device/left fallopian tube perforation') in a 47-year-old female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included caffeine;codeine phosphate;paracetamol (tylenol no.1), curcuma longa, ethinylestradiol;norgestimate (sprintec), gabapentin, hydrocodone, ibuprofen, meloxicam and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 years 11 months after insertion of essure. On an unknown date, the patient experienced abdominal pain upper ("stomach pain"), back pain ("back pain"), pain ("sides of body pain"), pain in extremity ("right hand pain"), arthralgia ("right and left hip pain"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and headache ("headache"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, dysmenorrhoea, migraine, weight increased, pelvic pain, abdominal pain, dyspareunia and headache outcome was unknown and the abdominal pain upper, back pain, pain, pain in extremity and arthralgia was resolving. The reporter considered abdominal pain, abdominal pain upper, arthralgia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, migraine, pain, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted about insertion date in current follow-up it was reported that (B)(6) 2009. Proximal coils: 3 left cornua and 3 right cornua. Plaintiff received treatment for pain :pelvic , abdominal , back , dysmenorrhea, dyspareunia, perforation of fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event: dyspareunia (painful sexual intercourse) , abdominal pain , headache, pelvic pain were added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081098) on 19-nov-2018. The most recent information was received on 18-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation / right fallopian tubes / complication associated with device/left fallopian tube perforation') in a 47-year-old female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included caffeine;codeine phosphate;paracetamol (tylenol no.1), curcuma longa, ethinylestradiol;norgestimate (sprintec), gabapentin, hydrocodone, ibuprofen, meloxicam and paracetamol (acetaminophen). On (B)(6)2009, the patient had essure inserted. In (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2013, the patient was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 years 11 months after insertion of essure. On an unknown date, the patient experienced abdominal pain upper ("stomach pain"), back pain ("back pain"), pain ("sides of body pain"), pain in extremity ("right hand pain") and arthralgia ("right and left hip pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6)2018). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, dysmenorrhoea, migraine and weight increased outcome was unknown and the abdominal pain upper, back pain, pain, pain in extremity and arthralgia was resolving. The reporter considered abdominal pain upper, arthralgia, back pain, dysmenorrhoea, fallopian tube perforation, migraine, pain, pain in extremity and weight increased to be related to essure. The reporter commented: discrepancy noted about insertion date in current follow-up it was reported that (B)(6)2009. Proximal coils: 3 left cornua and 3 right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received: lot number was added. New events (fallopian tube perforation, dysmenorrhea (cramping), migraine headaches, weight gain, weight gain, stomach pain, body pain, pain in right hand and right and left hip pain), new reporters, patient demographics details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 19-nov-2018. The most recent information was received on 12-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation / right fallopian tubes / complication associated with device/left fallopian tube perforation') in a 47-year-old female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included caffeine;codeine phosphate;paracetamol (tylenol no.1), curcuma longa, ethinylestradiol;norgestimate (sprintec), gabapentin, hydrocodone, ibuprofen, meloxicam and paracetamol (acetaminophen). On (B)(6)2009, the patient had essure inserted. In (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2013, the patient was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced migraine ("migraines / headaches"). On (B)(6)2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 years 11 months after insertion of essure. On an unknown date, the patient experienced abdominal pain upper ("stomach pain"), back pain ("back pain"), pain ("sides of body pain"), pain in extremity ("right hand pain") and arthralgia ("right and left hip pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6)2018). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, dysmenorrhoea, migraine and weight increased outcome was unknown and the abdominal pain upper, back pain, pain, pain in extremity and arthralgia was resolving. The reporter considered abdominal pain upper, arthralgia, back pain, dysmenorrhoea, fallopian tube perforation, migraine, pain, pain in extremity and weight increased to be related to essure. The reporter commented: discrepancy noted about insertion date in current follow-up it was reported that (B)(6)2009. Proximal coils: 3 left cornua and 3 right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081098) on (B)(6) 2018. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of complication associated with device ("complication associated with device") in a female patient who had essure inserted for female sterilisation. Concomitant products included curcuma longa, ethinylestradiol;norgestimate (sprintec), gabapentin, hydrocodone, ibuprofen, meloxicam, paracetamol (acetaminophen) and solpadeine (tylenol 1). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced complication associated with device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removed). Essure was removed on (B)(6) 2018. At the time of the report, the complication associated with device outcome was unknown. The reporter provided no causality assessment for complication associated with device with essure. The reporter commented: discrepancy noted about insertion date in current follow-up it was reported that (B)(6) 2009. Most recent follow-up information incorporated above includes: on (B)(6) 2019: information and references from case (B)(4) were entered since it should have been considered as a follow-up from this case. Reporter¿s information was updated and new reporters were added, and essure indication and insertion date were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a consumer and describes the occurrence of complication associated with device ("complication associated with device") in a female patient who had essure inserted. Concomitant products included cilest (sprintec), curcuma longa (tumeric), gabapentin, hydrocodone, ibuprofen, meloxicam, paracetamol (acetaminophen) and solpadeine (tylenol 1). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced complication associated with device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removed). Essure was removed on (B)(6) 2018. At the time of the report, the complication associated with device outcome was unknown. The reporter provided no causality assessment for complication associated with device with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.